Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call off no power without low battery indicator alarm. Customer's blood glucose level was 201 mg/dl. Troubleshooting for the off no power alarm was performed. Customer did not receive a low battery alert prior to the off no power alert. Customer advised this is the first time this alarm has occurred. Customer was advised to monitor the insulin pump and call back if issue recurs.